Event description:
A tech reported that a pt presented with diffuse lamellar keratitis (dlk) in the left eye, five days following bilateral lasik surgery, and epithelial ingrowth two weeks later. The flap was lifted, epithelial ingrowth removed and topical medications started to treat the event. The event was resolved seven days later. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary; the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Pt (B)(4).